Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found. However, grommet damage was noted. Additionally, setscrew rounded socket and setscrew foreign material were noted.

Event description:
It was reported the physician was completing a generator change, and once the ventricular lead was attached to the device there was no pacing. Consequently, this device was not implanted. However, no patient complications have been reported as a result of this event.